Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported that a seroma complicated a procedure (B)(6) 2007. Additional information has been requested but was not available at the time of this report.